Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus deliveries. The customer's blood glucose (bg) levels were over 400mg/dl at its highest; correction boluses and manual injections were administered to address the bg levels. A system check was performed using the current supplies and the pump performed as intended. The customer declined to remove their infusion set site as they had successfully delivering correction boluses using the current site. Further troubleshooting was declined as the customer alleged an underlying pump issue was causing the occlusions. The customer's current bg level was 100mg/dl. During a follow-up, the customer reported that the pump would continue to be used for insulin therapy.